Event description:
It was reported that: evita 4 was being used on a critical pt. At 22:15 hours the ventilator alarmed, posting "peep flow inoperable", pt desaturated (from 91% to 45%). The clinical staff and doctors "hand bagged" the pt for an hour before transferring him to another ventilator. After the event the pt was in critical condition still on ventilator. It is unk if the evita has contributed to the reported desaturation.